Event description:
It was reported that a patient had a break in aseptic technique coincident with automated peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as the patient did not wear a mask during set-up for pd therapy. On the same day as onset, the patient was hospitalized for the event. The patient was treated for the peritonitis with three doses of intraperitoneal (ip) vancomycin, dose was unknown. On an unreported date during hospitalization, the patient¿s pd catheter was removed, dianeal therapies were withdrawn and the patient was temporarily placed on hemodialysis (hd). Once pd catheter was removed, the patient was treated for the peritonitis with several unknown doses of intravenous (IV) vancomycin. One week after being admitted to the hospital, the patient was discharged. At the time of this report, the peritonitis was resolved, the patient was recovered from the peritonitis, and hd therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.